Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and neomedic ¿ contasure needleless sling was implanted. It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and tvt-exact was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced infection, urinary problems, and recurrence. It was reported that the patient underwent mesh revision on (B)(6) 2013 by (B)(6) at (B)(6) medical center due to recurrence. No additional information was provided.